Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient had a history of radiation treatment, the patient presented with intermittent diaphragmatic stimulation when pacing. The lead is suspected partially dislodged. The physician had decided to reprogram the device and the patient would be monitored. No additional information was available.